Event description:
It was reported that shortly after implant procedure, this right ventricular (rv) lead exhibited loss of capture (loss of capture (loc) and high pacing thresholds. It was noted that patient has two different systems concomitantly in service. Chest xray was taken and the images were unremarkable. The physician suspected cause to be due to a micro dislodgement. Later on, a revision procedure was performed. This rv lead was repositioned successfully. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.